Event description:
The customer reported that the device would not turn on. There was no patient involvement.

Manufacturer narrative:
Phone number not provided. During further investigation (fi), a visual inspection of the power management (pm) pcba revealed no evidence of damage or contamination. The power management (pm) pcba was installed in an fi test ventilator. The test ventilator was powered up from ac without the battery attached and delivered breaths, the ac led indicator activated and the charging led indicator illuminated and flashed. An fi test backup battery was installed and the test backup battery measured 16.5 volts (nominal = 14.4 volts). The test ventilator powered up from the backup battery and delivered breaths. The ventilator operated for 2 hours without failures. Post was executed 25 times during this test and no failures occurred.